Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part number: 08.803.051s. Lot number: h587508. Part manufacture date: 29 mar 2018. Manufacturing location: (B)(4) part expiration date: 01 mar 2028. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 10mm x 24mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 a spinal fusion in l4-5 was performed to treat spondylolisthesis. On (B)(6) 2020, it was found that the cage had backed out. On (B)(6) 2020 the patient will undergo a revision procedure to replace the cage in question. No further information is available. This report is for one (1) opal spacer 10mm x 24mm 11mm height-revolve. This is report 1 of 1 for (B)(4).